Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 30 seconds, the balloon ruptured at the middle part of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.